Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-06804. (B)(6) study. It was reported that vessel perforation occurred. In (B)(6) 2016, the 99% stenosed, 100mm long with a vessel diameter of 6mm, target lesion was located in the right mid superficial femoral artery (sfa) and was classified as a tasc ii b lesion. A 1.85mm jetstream sc atherectomy catheter and a 2.1mm jetstream xc atherectomy catheter were selected for the atherectomy procedure. During the index procedure, perforation was noted in the right mid sfa. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed with 0% final residual stenosis. Two days later the event was considered recovered/resolved and the subject was discharged.